Manufacturer narrative:
The stent was not implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. The stent remains in the patient's eye and it is not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review the sterilization records for this lot were reviewed and this device lot passed sterility test. In addition, a complaint history review was completed. There were no complaints identified related to the reportable event. A review of the device labeling was completed. Malpositioned stent is identified in the device labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, quality product deficiency was not identified. The omitted information was requested but was not provided. (B)(4).

Event description:
The surgeon reported that he was unable to implant a trabecular micro-bypass stent. The stent was lost in the eye during the surgical procedure and was not removed from the patient's eye. Additional information has been requested.

Manufacturer narrative:
Additional information: describe event or problem. The omitted information was requested but was not provided. (B)(4).

Event description:
Clinical follow-up was requested and on 04/16/2018 the surgeon provided the following additional details; the istent procedure of the right eye was aborted due to patient movement. The patient status and prognosis was reported to be good.